Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the histotripsy procedure. In response to reports of vascular related complications, histosonics has incorporated the following warning into its labeling: "mechanical injury to critical structures (e.g., vascular structures, liver capsule, bile ducts) may occur when these structures are within the ptv. The likelihood of bleeding and/or mechanical injury may also increase with additional and/or subsequent treatments within a treatment session or across follow-up treatments."

Event description:
On (B)(6) 2026, a 53-year-old female with metastatic renal cell carcinoma underwent histotripsy to one lesion in liver segment vi (5.6 x 5.8 cm tumor dimension; three overlapping treatment volumes). On (b)(6 2026), the patient presented to the emergency department with worsening right-sided abdominal and back pain, along with nausea, vomiting, and constipation and was admitted. Laboratory results showed mildly elevated liver enzymes (alt 123, ast 74), with normal white blood cell count (6.0), low procalcitonin (0.1), and normal lactate (0.7). Hemoglobin decreased to 11.4 g/dl from the baseline value of 12.2 g/dl. CT imaging showed a large necrotic mass in the right liver (segments vi/vii), measuring approximately 10 x 7.7 x 14 cm, with internal gas and small areas that could represent minor bleeding. Findings were considered likely related to post-treatment changes. The patient was discharged on (B)(6) 2026. MRI on (B)(6) 2026 showed a large fluid-filled area at the treatment site. On (B)(6) 2026, a percutaneous drain was placed, with output consistent with liquefied hematoma. No blood transfusions were required, and no hemodynamic instability occurred. Per the treating physician, the drain was removed and the patient has completely recovered.